Event description:
A pt reported blood glucose results of 11.4 mmol/l and 5.2 mmol/l with a lifescan meter, performed within 3 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <+20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.